Event description:
It was reported that 35 patients with degenerated spondylolisthesis, discogenic pain, and kyphoscoliosis were examined. All patients underwent olif surgery (using a cage and bone graft from the iliac crest) with or without posterior decompression, without real time electromyography monitoring. Posterior screws were used in all patients. A cage filled with bone graft from the iliac bone was used in this study. The olif procedure was performed from 1 to 4 levels for a total of 45 levels in 35 patients. Open pedicle screws (8 patients), percutaneous pedicle screws (22 patients), or cortical bone trajectory screws (5 patients) were used for posterior fixation. Posterior decompression was performed in 18 of the 35 patients. Adverse events in one of the case, injury and muscle weakness was reported as complication.

Manufacturer narrative:
Literature citation: seiji ohtori, sumihisa orita, kazuyo yamauchi, yawara eguchi; ¿mini-open anterior retroperitoneal lumbar interbody fusion: oblique lateral interbody fusion for lumbar spinal degeneration disease.¿ mean age: 67 years, male: 17, female: 18. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.